Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer declined troubleshooting the reported issue with tandem technical support. No reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.